Manufacturer narrative:
Patient and event information has been requested from the customer via email and phone call. Should additional information be provided by the customer a supplemental report will be submitted with the additional information received. The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Manufacturer internal reference number: (B)(4).

Event description:
It was reported that a hahn tapered implant failed. It was reported that the implant was placed on (B)(6) 2022 and explanted on (B)(6) 2023. No further information has been received.

Manufacturer narrative:
Corrrected data: d9, h3, h4, and h6. Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results. The DHR was reviewed for hahn tapered implant lot# 6119508 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results. A review of stock product was performed for hahn tapered implant lot# 6119508 and found no additional product in stock. Investigation methods/results. The reported implant was not returned, but a dental prosthetic was returned. Root cause. Additional information was not provided therefore the root cause could not be determined. The manufacturer internal reference number is: (B)(4).